Event description:
It was alleged that an overinfusion occurred on a pt. It was noted that 2.5 liters of fluid were delivered in 4 hours instead of 24 hours. The rate was set at 104ml/hr. Medical intervention was needed, however, the pt subsequently died. It was further reported that the death was not a direct result of the overinfusion.